Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator shut down during transport on friday the 10th of august. There was no patient injury.

Manufacturer narrative:
The suspected patient ventilator is an infinity acute care system workstation neonatal care that consists of two main parts which operate mostly independent of each other. The ventilation unit babylog vn500 performs the ventilation and the cockpit infinity c500 is the main display and allows user input. In the course of manufacturer analysis a large log file was requested, however only parts of the log file could be made available for the investigation. Based on the available logged device behavior it can be derived that the device was switched off due to the usage of the device rocker switch which is an intentional procedure of the user. It was reported by the user that the device went blank. As no large log file was available, no exact root cause could be identified for this device behavior. It is likely that the cockpit c500 had malfunctioned at the time of event. Due to the blank screen the user turned the device off using the rocker switch. In general a cockpit malfunction does not affect an ongoing ventilation which is continued with the latest settings. Safety relevant parameters are displayed on the supplemental oled-display of the ventilation unit.

Event description:
Please refer to the initial-report.